Event description:
It was reported that, the dr's main issue was with our femoral block. At the point in the of the procedure when it was time to use the block, we went over the points of fixation and the need to clear out the soft tissue of the anterior cortex which dr. S. Did. He then, placed the anterior flange of the block on the anterior cortex by compressing the guide in the proximal and posterior directions. As he did this, he said that he never felt the block locks into place and that the block seemed to float on the femur. After repeating our technique of block placement dr. S. Finally stopped and pinned the block, made his distal cut and proceeded on with his 4 and 1 block. On the tibia, there were no issues with block placement. The resection level was set at the default setting of an 11 mm insert which we needed to cut and add'l 2 mm to get the insert to fit. After the implantation of the implants, dr. S. Took the pt through a range of motion and the knee was stable throughout with no instability issues. Dr's review of the post-op x-ray in his opinion showed the femoral component in some flexion which he was not happy with.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The reported event is under evaluation. When competed, the evaluation summary will be submitted in a supplemental report.